Event description:
It was reported that a request for verbal review of data was made. Technical services review the transmission episodes and discussed many episodes, including two that ended in shocks which converted the rhythm and other episodes that were detecting below the lowest therapy zone. Found loss of left ventricular capture on presenting electrogram (egm), recommended further follow up with an in person device check and consulting cardiology. Additionally, capture thresholds were reprogrammed. One therapy episode had anti-tachycardia pacing which accelerated the rhythm and converted a ventricular tachycardia into ventricular fibrillation, the device appropriately shocked the patient out of the arrhythmia shortly after. In another episode they had an aborted shock which was due to patient being externally rescued. Rhythm was also detected just below their lowest therapy zone and hovering around rate cutoff without satisfying therapy criteria. Discussed making programming changes after consult cardiologist. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.